Event description:
#Medwatcher #(B)(4). Emergency gallbladder removal surgery, whole body inflammation/hypersensitivity causing gastritis, muscle/joint pain and; weakness, uncontrollable pre existing autoimmune disease (psoriasis) flare up, chronic fatigue, brain fog/forgetfulness, poor concentration, anxiety, mood swings, nausea, vision problems (blurry vision/light sensitivity), weight loss, hair loss, abdominal/pelvic pain, heavy menstrual cycle, breast tenderness/pain, swollen lymph nodes, device migration, adenomyosis, dental issues (gum inflammation, sensitive teeth) and; hysterectomy. Device was covered by (B)(6).